Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation a probable cause for the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b30 scope communication error on the camera head. On troubleshooting, there was no more problem with this camera head. However, the customer wanted to send this camera head in for evaluation. To date, the device has not been returned to olympus for evaluation. Three good faith efforts were made to obtain additional information from the customer; however, no response was received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had a b30 scope communication error. It is unknown when the reported issue was observed. There were no reports of patient harm.